Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "some larger ones [lymph nodes] in her arm within the last couple of months" and pain. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "noticed some larger ones [lymph nodes] in her arm" and "the implant has been uncomfortable". Patient also reported "little skin tags appearing on the right of her chest where the implant is" and "fallen out of bed due to violent dreams"; these events are not related to the device and will not be reported. Device remains implanted.